Event description:
It was reported that during a follow-up visit the r-waves had decreased. The patient received shocks when doing push-ups. Review of the electrogram showed small r-wave with t-wave oversensing. The lead was explanted and replaced. The device was re-used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.